Event description:
It was reported that during the surgery a maxfire implant would not deploy properly. The surgeon then elected to perform a menisectomy as a result. This incident did not cause a delay in the case nor the pt any ill effect.

Manufacturer narrative:
(B)(6). Product discarded by user facility. No evaluation possible.